Manufacturer narrative:
Submit date: 01/20/2016. An investigation is currently underway. Upon completion, a full detailed report will be provided.

Event description:
On (B)(6) 2016 the customer initiated a service repair request regarding the unit continuously alarming. Upon triage on (B)(6) 2016 the service tech found the unit had a damaged power cord with exposed copper wires.